Event description:
It was reported that the ilet displayed a dosing stopped prompt to connect a cgm or enter a blood glucose value, and the user experienced difficulty pairing the dexcom g7 versus g6 until guided to toggle sensors and successfully pair the g7, after which a warm-up period was advised; no ilet data were available since the prior night. Symptoms included hyperglycemia reported as ¿high¿ without associated acute complications. Outcomes included no alerts for prolonged hyperglycemia, no use of backup therapy, no ketone testing, no medical intervention, and no hospitalization. Investigation included remote review of available ilet data and real-time troubleshooting and education on cgm pairing workflow. Investigation of this case revealed a probable cgm pairing or configuration issue that led to loss of cgm data to the ilet and consequent interruption of automated dosing, resolved by re-pairing the dexcom g7. It was concluded, based on previously established findings for similar reports, that user interface and setup factors most likely contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.